Event description:
Federal occupational health nurses responded to an emergency call that an employee in the parking lot was having difficulty breathing and shortness of breath. They brought with them 2 oxygen tanks. The 1st one was sealed and unexpired but when connected they discovered it was empty. The 2nd tank of a different lot # was full. The employee recovered after using their inhaler and oxygen no adverse reactions were noted.